Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. While the surgeon was suturing into a tumor, the needle broke. The needle tip was left in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The only part of the needle that was returned for the evaluation was the half containing the attachment end. The evaluation revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
Additional narrative: it was reported that the same day procedure on (B)(6) 2012 was an examination under anesthesia and excision of an anal/rectal tumor. The needle broke on the second pass through the rectal tissue. The surgeon palpated the area and made multiple attempts to retrieve the needle, but was unable to locate the distal 2/3rds of the needle. The procedure was completed successfully and the retained needle piece was left inside the patient. An x-ray was performed on (B)(6) 2012 and the needle piece was observed over the left pubic bone. There are no future plans to remove the needle. There is a potential for the needle piece to pass through the body through peristaltic movement. A post-operative phone call noted the patient had two bowel movements at home following discharge and no complaints were voiced. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.